Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. See canned page.

Event description:
Device 1 of 2. Ref MFR report # 1627487-2013-00339. The pt (B)(6) was implanted with percutaneous leads from two different lots for an scs trial. It was reported stimulation could not be achieved for the pt in the desired area. A diagnostic test revealed low impedance readings for several lead contacts. Although not confirmed, it was reported one of the leads appeared to be damaged near the connection point. The pt's leads were subsequently pulled, and the trial was deemed unsuccessful.